Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to address the customer reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was not confirmed. A review of the logs found no errors confirming the issue occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a well-known system and found the unit energized and all ports recognized instruments. A review of the site¿s system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was an issue getting the grounding pad to connect to the generator. The staff tried using multiple positions on the patient, tried power cycling the system, and re-prepped the patient. The surgeon elected to cancel the procedure when he could not achieve a ground. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports had already been placed, and the instruments had been connected and inserted. Three different grounding pads were used, in two different locations, with no success. The patient's skin was cleaned to make sure there was no interference from lotion/moisturizer. The instrument and energy cords were replaced as well. There were no reports of the system faulting when initially powered on.